Manufacturer narrative:
Patient information was not made available from the site representative reporting. On (B)(6) 2016 a medtronic representative, following-up at the site, reported that the site does not wish to proceed with a system check-out. The site confirmed that they have used this navigation system since the reported event with no further issues. On (B)(6) 2016 software analysis was unable to determine probable cause with the information provided. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site nurse reported that, prior to the start of an ear, nose and throat (ent) procedure, their navigation system unexpectedly became unresponsive. The navigation system was re-booted using the power switch and normal function was restored. The procedure proceeded as planned, however, when navigating began the navigation system became unresponsive again. The site was unable to move the mouse or to re-boot and utilized the power switch to re-start the system. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.